Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence believed to be caused by urethral atrophy. The device was explanted and replaced. No further patient complications were reported.